Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. Internal inspection resulted in no findings. The device's main battery and power interface module board were replaced as a precaution. The device was recertified and returned to the customer. Review of the device logs showed the event data had been over written prior to returning to zoll; therfore no value added to the investigation. No trend is associated with reports of this type.